Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 398 mg/dl and a high level of ketones. The cause of elevated bg was unknown; however, customer reportedly slept through the high bg alarms and was unaware bg was rising until customer woke up. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage. Customer declined a system check with tandem technical support.